Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 85% stenosis located in the lad. The device was inspected with no issues. It was reported that the stent failed to cross the lesion and that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using a 2.5x18mm stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
The lesion was in the mid lad. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.